Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: while the traducer was being screwed in before even applying the wrench, the screw broke off. Nothing fell into the pt cavity. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch.